Manufacturer narrative:
Isi has received the instrument involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer reported complaint that a yellow insulator part was found to be broken. The instrument was found to have a broken yaw pulley at the distal end. A broken instrument fragment was returned with the instrument and was placed over the broken area. Failure analysis determined that a piece measuring approximately 0.062 x 0.091 was still missing from the broken area. The known common cause of this failure is due to mishandling/misuse. The instrument was also found to have various scratch marks with light material removed on the main tube. The scratch marks were 0.065 - 0.202 in length and were not aligned with the tube axis. The known common cause of this failure is due to mishandling/misuse. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2017. No related system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: during the da vinci-assisted surgical procedure, the surgical staff indicated that the distal end of the maryland bipolar forceps instrument broke and an instrument fragment was found to be missing. An evaluation of the instrument by failure analysis confirmed that a fragment from the instrument was missing. However, the instrument damage can be attributed to misuse/mishandling. Also, at this time, it is unknown if the missing instrument fragment actually fell inside the patient and was retained inside the patient.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the yellow insulator part of the maryland bipolar forceps instrument was found to be broken. It was unknown what surgical task the surgeon was performing when the reported instrument issue was identified. During the event, the surgical staff retrieved a broken part from the instrument that had fallen inside the patient. The instrument was replaced and the surgeon continued with the surgical procedure. However, after the da vinci-assisted prostatectomy procedure was completed, the surgical staff realized that another broken fragment from the instrument was missing. On 09/19/2017, intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding the reported event: the maryland bipolar forceps instrument did not collide with any other instruments during the surgical procedure. The patient did not experience any intra-operative or post-operative complications. The patient was reportedly doing well.